Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of covid-19 infection, deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the lips with juvéderm® volift¿ with lidocaine. The patient returned 5 months later reporting they had some discomfort in the lips and developed ¿granuloma¿ after recovering from covid-19 infection, deemed not related to the injections. Biopsy was not provided. The event is ongoing.